Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. The lens was removed and replaced with a shorter length lens and the problem resolved. The cause of event was reported as unknown.

Manufacturer narrative:
B5- upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction therefore initial MDR is n/a. Claim # (B)(4).

Manufacturer narrative:
H11- disregard initial MDR and supplemental MDR #1 as they were reported in error and n/a. Claim # (B)(4).